Event description:
The following descriptions of the event were documented by a carefusion tech support specialist in response to phone conversations with a user facility rep that occurred on (B)(6) 2012. [(B)(6) 2012] "dlco values coming up high sample rates look good circuit tight in sample attempting dlco with syringe but do not have frc adapter so can't really look at exp gas concentrations but will look at ivc. Pt arrived and customer wanted to do study will call back when done. Ivc came up very high like 4.3. It with 3 lt syringe he will call back." [(B)(6) 2012] "[name removed] called back to troubleshoot questionably high dlco values. When comparing the ivc data to previous bio-qc the ivc's appear to be trending higher with the elevated dlco readings. Before changing any hardware, we checked the screen saver which was set to hippa, with a 10 minute time out. Set it to none. Power schemes are appropriately set to always on and never x 3. Screen resolution and color quality are appropriate. I learned when preparing to check the bios, that the pc was not supplied by carefusion, they were purchased privately. Bios was fairly accurate, however sata operation is set to something other than raid auto detect ahci, and I am reluctant to change this setting without having their "is" dept involved, as it could effect log on. Windows settings are not able to be fully examined, as they have apparently limited [name removed] user rights. Replaced dir+, 4 lumen and the mfs - no change noted in dlco values. I have recommended that [name removed] perform a dlco maneuver in external configuration, bypassing the body box. If the problem is not resolved, I will recommend replacing the analyzer module if we are unable to check all of the ptc setting with "is." If the problem is resolved, we will need to consider fsr onsite to check the body box." [(B)(6) 2012] "has swapped the known good circuit and will calibrate and try on imelf again ivc and high dlco issues." [(B)(6) 2012] "customer called back and provided the detail below. Followed [name removed] suggestion and swapped out all parts suggested from the good unit. Bypassed the box but dlco pred way out of spec. When comparing the ivc data to previous bio-qc - the ivc's appear to be trending higher with the elevated dlco readings. Customer states many hours of ts has been conducted and all ts points to the module after all parts replacement. Reviewed the call detail. At this point bypassing box with all parts still points to the inconsistent test results from the module - order placed for the module." [(B)(6) 2012] "account wants to place this order on hold." [(B)(6) 2012] "customer wants this order canceled. He found a hole in the syringe hose." [(B)(6) 2012] "called back, found leak breathing hose conf with [name removed] he finished call and back to queue." [(B)(6) 2012] "[name removed] returned call noting that the correction factor following mfs calibration has improved considerably since correcting for the leak that he found in the cal hose. I have recommended performing dlco bio-control. The results are much improved from the data he was getting during our most recent troubleshoot last (B)(6). He has to perform testing right now due to very busy lab schedule, but will call back if further assistance is required. Worked with [name removed] from "is" dept to verify that usb settings within device mgr are appropriate. Set screen saver to none - removed 20 minute time out on the monitor from power schemes."

Manufacturer narrative:
(B)(4). Carefusion clinical and engineering teams are in the process of reviewing all info associated with this event. Once this review has been completed, carefusion will submit a f/u medwatch report by (B)(4) 2012.